Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the issue was confirmed through system log review, which recorded errors 1-89, 3-89, and c-83 on (B)(6) 2026 at different times. Upon visual inspection, the unit was found to be in good cosmetic condition. During testing, the unit consistently displayed errors 3-89 and c-83 at startup. A review of the iesu log also revealed an additional recorded error c-00. The iesu will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c-83 is attributed to a communication issue of the instrument interface (iif) module within the erbe generator. This error indicates a faulty communication between the instruments and the generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that they experienced constant erbe errors, specifically 3-89 and c-83, during setup. The user attempted to resolve the issue by power cycling the system multiple times, but the errors persisted. The tse confirmed the errors in the system logs and recommended reseating the connections on the back of the unit. The user followed this advice, but the errors continued. As a result, the customer aborted to another dv system to continue with the procedure. No known impact or patient consequence was reported.